Event description:
Patient reported they have provided a letter of recommendation from their dentist. Their dentist has discovered gum recession. In the letter the dentist states upon examination noted gum recession and a non-carious cervical lesion on the buccal of #14. This area has caused sensitivity to be eating and brushing. Made patient aware that the recession may have occurred as a result of#14 moving too far buccally and slightly outside the alveolar housing.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.